Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Investigation revealed that the force sensor was out of calibration. The pump was exercised with no delivery issues. A rewind, load, and prime sequence was performed with no issues occurring. The complaint could not be duplicated on investigation.

Event description:
The patient reported that during the load step the pump did not stop and emptied the cartridge emitting a "no cartridge detected" warning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.